Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure using a penumbra system ace 64 hi-flow kit (kit), the physician was unable to advance a guidewire through the penumbra system ace 64 reperfusion catheter (ace64) at the back table prior to insertion into the patient. Upon inspection, a kink was found at the proximal end of the ace64 and therefore, not used. The procedure was completed using a new ace64. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the ace64 was kinked approximately 3.5 cm, 51.0 cm and 90.0 cm from the hub. Conclusions: evaluation of the returned ace64 confirmed a kink near the hub. If the device is forcefully mishandled during preparation, damage such as a kink may occur. The kink likely contributed to the reported inability for the guidewire to advance through the ace64. During functional testing, the device was flushed with air while submerged in the bleach solution and air bubbles were seen exiting the kink indicating the device may have been punctured. If the guidewire is forcefully advanced into the ace64 against resistance, the catheter lumen may become punctured. The guidewire was not returned for evaluation. Further evaluation revealed additional bends. These bends were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.